Event description:
Pt reported after injection in cheeks with juvederm voluma with lidocaine pt developed "swelling in cheeks, under eye where the bone is" and "it wasn't bruised, but it looked brown/tan". Pt treated with hyaluronidase "on one side". Symptoms are improving.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The events of swelling and "looked brown/tan" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.